Event description:
It was reported that during an unknown procedure, the clip was not fed into the jaws properly. The clip popped out. Another device was used to complete the case. There were no adverse consequences to the patient. No further information is available.

Manufacturer narrative:
(B)(4). Date sent: 7/23/2024 b3: unknown, assumed first day of month that complaint was reported 4: UDI: as the serial number for the device involved in the event was not provided, the full UDI is currently not available. D4: batch # a9dp2d additional information was requested and the following was obtained: "please provide more details for "clip was not fed into the jaws properly"? Did device not feed clips (clips not advance fully into jaws)? Did device drop or eject clips? Did device sideways feed clips? Did the clip not hold on the vessel or tissue once placed? If yes, what steps were taken to open the jaws.: n/a. If the jaws could not be opened, how was the device removed. N/a. Investigation summary: the product was returned to ethicon for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that the el5ml device was returned without apparent damage. In an attempt to replicate the reported incident, the instrument was tested for functionality. During the analysis, one(1) clip partially formed was feed due to an anti-backup failure and then it fed and formed eight(8) conforming clips as expected. In addition, the device lockout as intended. In order to evaluate the device¿s internal components the instrument was disassembled. Upon disassembling of the device, the trigger insert teeth were found to be not molded properly causing the anti-backup failure. Although no conclusion could be reached on the cause of the reported event, the instructions for use contain the following caution: insert the clip applier through an appropriately-sized trocar. The empty jaws will passively collapse as they are inserted through a 5 mm trocar and reopen when completely through the trocar. Prior to loading a clip in the jaws and firing the instrument: ensure that the jaws are fully open by verifying that the line of demarcation between the jaws and the instrument shaft is past the distal end of the trocar cannula. Prior to positioning the jaws around the tubular structure or vessel, load a clip into the jaws by partially squeezing the trigger in a smooth continuous motion for approximately one-third of the total firing stroke. Position the jaws with the preloaded clip completely around the tubular structure or vessel to be ligated. The structure to be ligated should be positioned against the apex of the clip. A manufacturing record evaluation was performed for the finished device batch and lot number, and no non-conformances were identified.